Event description:
Follow up was conducted and it was further reported that the crt-p had normal battery depletion with no fluctuations noted, the patient's high heart rate was not confirmed, and the patient's most recent procedure was a bilateral breast lumpectomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had concerns about the fluctuating battery life of the cardiac resynchronization therapy pa cemaker (crt-p). The patient also stated concerns regarding their heartrate. Prior to a surgery, the patient had a resting heart rate at 260 when sleeping and 292 when sitting in clinic, and now the pulse had been in the 270s and 300s. The patient stated they went unresponsive 16 times prior to this surgery and post this surgery had been perfectly fine. The patient stated they don¿t remember the surgery name, but the medical team removed the natural pacemaker of the heart, and the patient relies on the heart device 99% of the time. The crt-p remains in use. No further patient complications have been reported as a result of this event.